Manufacturer narrative:
The external visual inspection of the device revealed the electrode ground ring was missing prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device failed the "not shorted to other electrodes" test across all channels. This is believed to have been related to the electrode condition. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed with the exception of one electrical test, which is believed to have failed due to electrode condition. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode ground ring was missing prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
UDI number: na

Event description:
The recipient reportedly experienced poor performance. Programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was not reimplanted.